Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Corrected blocks b5, d4, e1, and, e3, based on the additional information received on april 22, 2025.

Event description:
It was reported that a tria ureteral stent was to be used a ureteroscopy stent exchange procedure. During preparation, the stent broke into two pieces along the shaft. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During preparation, the stent broke into two pieces along the shaft. The procedure was completed with another of the same device and there were no patient complications reported.